Event description:
The customer called reporting his precision xtra meter had spontaneously changed the date and time and he is constantly having to reset them. The customer is a user of the precision link data management system. There were no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed through the adc fa21dec2006 letter.